Event description:
It was reported that during a routine follow up it was not possible to interrogate this device and a screen showed safety mode. No adverse patient effects were reported. The device was explanted but will not be returned as it was disposed. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up it was not possible to interrogate this device and a screen showed safety mode. No adverse patient effects were reported. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up it was not possible to interrogate this device and a screen showed safety mode. No adverse patient effects were reported. The device remains implanted.